Manufacturer narrative:
The pump was received with a cracked case at the display window corner, a broken reservoir tube lip, minor scratches on the lcd window, a cracked case, a cracked belt clip slot and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that parts of the reservoir compartment are falling off from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he was at the gym when the pump fell off his hip. The customer stated that the reservoir cap is broken. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.